Event description:
The pt presented on 9/2001 with extended charge times. Multiple consecutive manual cap reforms were performed along with the cap reform programmed to a 1-month interval. During evaluation on 2001, an extended charge time was again observed along the low battery voltage. The decision was made to explant the device.